Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The physician advanced a 15mmx2.0mm maverick 2 balloon to dilate the lesion and it ruptured around the rated burst pressure (rbp). The procedure was completed with another 15mmx2.0mm maverick 2 balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The physician advanced a 15mmx2.0mm maverick 2 balloon to dilate the lesion and it ruptured around the rated burst pressure (rbp). The procedure was completed with another 15mmx2.0mm maverick 2 balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found a longitudinal tear. The tear stretched from the proximal markerband to the distal markerband and measured a total length of approximately 15mm in length. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).